Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012196170); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012192773); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 3mm on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). Mild-moderate paravalvular leak (pvl) was observed in post-implant echocardiogram evaluation, therefore a post-dilation was attempted to be performed using a 20mm z-med balloon. There was resistance when passing the balloon through the valve, and there was a sense of discomfort, so the balloon was pulled back without inflation. As the balloon was retracted, it interfered with the lower end of the valve causing the valve to dislodge. The dislodged valve was pulled up into the ascending aorta using a snare and balloon, and a second valve was implanted. The patient's hemodynamic status was stable, and there was no immediate damage requiring treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. It was further reported that there was calcification on the ncc and right coronary cusp (rcc) leaflets that was severe, which contributed to the dislodge. The deployment starting point was at the bottom of the pigtail catheter, and the direction of the dislodge was aortic. After valve dislodgement, the implant depth on the ncc was approximately 5 mm and the implant depth on the lcc was approximately 3 mm. Additionally, a non-medtronic guidewire was used during the procedure. No additional adverse patient effects were reported.